Manufacturer narrative:
H3: the pipeline vantage device and phenom-27 micro catheter were returned for analysis. No damages or irregularities were found with the phenom-27 micro catheter hub. The phenom-27 micro catheter body was found accordioned at ~2.1cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline vantage pusher was extending out the hub ~37.9cm. The pipeline vantage distal braid and distal delivery wire were found extending out the micro catheter tip. The middle of the braid was found twisted and damaged. The distal braid as found fully opened and damaged. The pipeline vantage could not be retracted back within the phenom-27 as it was found to be stuck at the damaged middle braid location. The pipeline vantage was advanced out with no resistance encountered. No damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers or proximal bumper or supporting disks. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. The proximal braid was found fully opened, damaged and frayed. The phenom-27 micro catheter total length was measured to be ~158.8cm and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The micro catheter was flushed, and water exited the distal end. An in-house 0.0265¿ mandrel was inserted into the phenom-27 micro catheter hub, through the micro catheter body and out the distal end with no resistance encountered. Based on the analysis findings, the customer report of ¿adjunctive balloon angioplasty¿ could not be confirmed as the pipeline vantage braid was still attached to the advance resheathing mechanism and was not fully deployed. ¿failure/incomplete open distal¿ could not be confirmed as the distal braid was found fully opened. Customer reported that the distal braid was not fully apposed due to the ¿very acute angle¿. Other possible causes include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. Customer report of ¿catheter resistance¿ and ¿resistance during re-sheathing/failure to resheath¿ were confirmed. The resistance found during analysis was due to the pipeline damage. No resistance was found with the micro catheter and an in-house mandrel. Possible causes for ¿pipeline damaged during retrieval¿ are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as moderate, and device was resheathed only 2 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage could not be resheathed in a phenom 27 catheter and was damaged. After accessing the aneurysm distally, pipeline opening maneuvers were performed, but due to a very acute angle the device was not fully apposed distally. After 2 attempts (fully opened until no return point), on the second resheathing the phenom 27 microcatheter was unable to resheath the pipeline and the entire system was removed. The pipeline presented deformed, maybe twisted. The patient was being treated for a saccular, unruptured aneurysm in the ophthalmic internal carotid artery (ica). The max diameter was 8mm and the neck diameter was 6mm. The distal landing zone was 3mm and the proximal landing zone was 4mm. Vessel tortuosity was moderate. The access vessel was the internal carotid artery with a diameter of 4mm. Dual antiplatelet treatment was administered. Angiographic result post procedure was good. No symptoms were reported. Ancillary devices: sofia 5 guide catheter, neuron max sheath.